Manufacturer narrative:
Olympus received the thunderbeat hand instrument referenced in this report for eval. The eval found the teflon pad was worn out and melted at the proximal end of the grasping section. A portion of the teflon pad was missing in the grasping section. There were no fractures or dents noted on the probe. However, there were scrape marks noted at the external surface of the probe, and in a similar site on the electrode of the grasping section. The scrape marks on the probe indicates that the probe and electrode of the grasping section were in direct contact (jaw closed) without any tissue in between while the output was activated. The device passed the probe check and switches are working appropriately.

Event description:
Olympus was informed that during a spleen cyst removal when the seal and cut button was activated an alarm went off, and metal in jaw appeared on the screen. The user reported that there was absolutely no staple or metal in the pt. The hand instrument was withdrawn from the pt and a second hand instrument with the same model but with a different lot number was used. However, the user experienced the same alarm and an unspecified error message. The procedure was reportedly completed using a different set of equipment. There was no pt injury reported.